Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for inspection and the reported failure was confirmed. The device evaluation found there was a cut in the cord. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the issues was caused by a component issue. The device had a cut on the cable which likely caused the wire damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had damaged wire. There was no reports of harm.